Event description:
It was reported that while out of the hospital on (B)(6) 2020 the patient suffered right heart failure and a respiratory bacterial infection, and they were treated with drug therapy. They were admitted on the same day and given drug therapy treatment, as well as an adjustment of pump speed. The cause of the infection was unknown and it was unknown if it was related to the device. The patient was discharged on (B)(6) 2020.

Manufacturer narrative:
This event was originally reported under MFR (B)(4) as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On (B)(6) 2022 the review of files of this event type was completed. Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not be conclusively established. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists infection (local, driveline, pump pocket) and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists infection as a potential late postimplant complication. The IFU states that patients may develop right ventricular failure during or shortly after implant and outlines the associated treatment options. Additionally, this document explains that right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.